Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device would not turn on after battery change. Customer's blood glucose was 10.1 mmol/l. Customer had cleaned the battery cap and battery compartment, display remained black after battery change. Display returned after an hour and a half. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No black screen anomaly, blank display anomaly, display anomaly or frozen screen anomaly noted. No damage found inside the pump noted. The insulin pump had cracked case at display window corner, battery tube threads, minor scratched and cracked display window, and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.